Manufacturer narrative:
The device has been requested for evaluation, however, it has not been received.

Event description:
The complaint/event occurred on an unspecified date in october 2024 and involved a tego¿ connector. It was reported that the device's membrane let air pass through it during dialysis treatment. The tego which is no longer watertight, and it leaks and/or lets air in if the clamp is open. There was no blood loss, no med/surg intervention required, no delay in therapy, and no patient harm, serious injury or death.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances identified that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Updated information can be found ID d9. Corrected information can be found in b3 - date of event. The event occurred on an unspecified date in october 2024. Corrected information can also be found in h6: component code.